Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 29, 2014. Based on qa assessment and a review of the manufacturing record in jd edwards, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported that during cataract surgery, when switching to vitrectomy mode, aspiration could not be performed. An alternate vitrectomy probe was used, but the issue remained. The unplanned vitrectomy procedure could not be completed. The patient is being referred to a retinal specialist for further treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).